Event description:
It was reported that the customer's insulin pump was not activating the threshold suspend feature as it should. The customer's blood glucose was 41 mg/dl, yet the insulin pump did not activate the threshold suspend feature. The customer stated that he had received a sensor glucose reading of 105 mg/dl when his actual blood glucose was 41 mg/dl. Troubleshooting was done. After the troubleshooting, the customer stated that he understood how the threshold suspend feature worked and that it was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.